Event description:
A site representative reported that the fusion navigation system became unresponsive during navigation of a functional endoscopic sinus surgery. Medtronic technical services representative instructed her to do a hard reboot on the system. They re-entered the ent software and were able to proceed with navigation. No impact to the patient outcome was reported.

Manufacturer narrative:
The manufacturer has been notified that the system log files are no longer present on the system. Unable to determine root cause without further information or troubleshooting.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.